Event description:
Covidien received information stating during patient use, a continuous alarm was generated and the ventilation stopped. It was uncertain whether the alert lamp lit. The screen froze and the buttons didn&#39;t react, the device couldn&#39;t be turned off. The device was forcibly turned off. The patient was removed from the ventilator, manually ventilated and transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4). The single board computer printed circuit board (pcb), the main control printed circuit board (pcb), the touchscreen cable assembly and the valve cable assembly were returned for evaluation. The service engineer evaluated the parts and could not verify the reported complaint. The parts were placed into a test ventilator independently as well as together and the device operated without generating any errors. The device passed all functional testing. A visual inspection was performed and no physical damage or defects were observed. The reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4). It was reported that after forcibly rebooting the ventilator it operated as it was intended.